Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product/provided pictures confirmed there was a large crease in the seal of the package. The crease did appear to compromise the seal. The packaging does not meet the acceptance criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that at incoming inspection at the distributor warehouse the product packaging sterile seal area had wrinkles, compromising sterility. There was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.